Manufacturer narrative:
The complaint device was not returned for analysis. Add'l info was requested 12/12/2007, 12/13/2007 and 01/03/2008 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports that three yrs following intraocular lens implant surgery, a pt reported the lens was cloudy. The pt has been experiencing cloudy vision for three months. Add'l info, including pt status, has been requested.